Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for failed back surgery syndrome. It was reported that during the replacement of the patient¿s implantable neurostimulator (ins) due to normal battery replacement, the physician was not able to remove the lead from the header block of the ins with the torch screw, and the setscrew had been loosened. It was noted that the physician tried sterile water to loosen the lead, but this was not successful. They eventually removed the lead with a bone bitter, pulling pieces of the ins off in order to free the lead. The rep stated that the lead would not fit in the new ins, so the entire system was replaced. No further complications were reported or anticipated at this time.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: : product ID 39286-65 lot# serial# (B)(4) implanted: 2009 (B)(6) explanted: 2017 (B)(6) product type lead: analysis of the implantable neurostimulator (ins) (s/n (B)(4)) revealed the ins was functioning within specifications but has reduced capacity due to 1 overdischarge. The ins had no telemetry and no output when it was received for analysis. A normal recharge started after 1 physician mode recharge (pmrs). After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. Analysis of the lead (product ID#39286065 s/n (B)(4)) revealed environmentally assisted degradation of the insulation at the proximal end of the lead. Analysis identified that the conductor(s) was/were broken in the body of the lead; and no electrical shorts were identified between the circuits. Conclusion code 11 no longer applies. If information is provided in the future, a supplemental report will be issued.